Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely low glucose results generated by the unicel® dxc 600 pro synchron® clinical systems for multiple patients.the results were reported out of the lab for two patients.customer reran the samples and obtained results were higher for all patients.unknown if treatment was initiated or withheld.

Manufacturer narrative:
Calibration and qc for glucose were acceptable on 03/04/10. No other instrument performance information is available.a field service engineer (fse) was dispatched: a) the fse inspected the instrument and did not find any system issues.a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.